Event description:
The patient reported experiencing inaccurate erratic results with the fasttake meter. The blood sugar test results were 103, 131, 117, 41 and 166. The tests were done within 10 minutes. The patient did not experience any adverse event. No further information has been reported.